Event description:
This serious unsolicited device case was received from united states on (B)(4) 2013 from a non-health care professional via sales rep. This case concerns a male patient (age unspecified) who developed swollen knee and effusion was drained from knee after receiving treatment with synvisc. No medical history, past drugs, other concomitant medications or concurrent conditions were reported. On an unspecified date in 2013 (3-4 weeks ago), the patient initiated treatment with synvisc injection (route, dosage regimen, batch/lot and expiration date unk) in unspecified knee for unk indication. On unspecified dates in 2013, the patient developed swollen knee and was admitted to hospital via emergency dept where effusion was drained from the knee (unknown amount). Action taken: unk. Corrective treatment: not reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. Seriousness criteria: hospitalization and intervention required.